Manufacturer narrative:
B5 (describe event or problem) was updated. D9 (returned to manufacturer date) was updated. H4 (device manufacture date) was corrected. H6 (health effect - clinical code) was updated. H6 (health effect - impact code) was updated. The reported complaint that the autopulse platform (s/n 36391) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed based on the review of the archive data but was not confirmed during functional testing. The root cause of the ua45 advisory message was due to the driveshaft not being at "home" position. However, prior to sending the platform to zoll for service, the encoder driveshaft had been rotated back to its "home" position. The reported complaint of "the driveshaft being stuck" was confirmed during the functional testing of the returned autopulse platform. During testing, it was noticed that the encoder driveshaft was difficult to rotate and exhibited binding and resistance. This might have caused difficulty for the user to clear the ua45 advisory message. The sticky clutch plate was deburred at zoll to address the issue. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The archive data review indicated multiple user advisory (ua) 45 (not at "home" position after power-on/restart) advisory messages; thus, confirming the reported complaint. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the initial functional test without any fault or error. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (s/n (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer followed zoll's instructions to clear the ua45; however, the issue persisted due to the driveshaft being stuck. No patient involvement.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer followed zoll's instructions to clear the ua45; however, the issue persisted due to the driveshaft being stuck. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.